Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Event description:
Explanting physician reported rupture. The device has been explanted. This record relates to the left side.

Manufacturer narrative:
Device photo analysis: visual analysis of the photographs identified: ¿rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d1, d2, d4, g4.

Manufacturer narrative:
Additional, changed, and/or corrected data: a6, d2, d6a, d6b.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.